Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's cannula was not attached to her body due to which she experienced high blood glucose level. The patient reported that she woke up, was feeling sick (vomiting), had pain due to throwing up (diabetic ketoacidosis was painful) and had corona virus disease. Therefore, they tried to treat it with a bolus via pump, but on (B)(6) 2024, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level. Further, the patient was transferred to the intensive care unit. Her blood glucose level ranged between 400-428 mg/dl and had moderate ketones. Moreover, the infusion set had been used for two days. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2024, the patient was released from the hospital with no permanent damage. No further information was available.